Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted and the battery was replaced during the service call. The system was treated and found to be working as intended and put back into service.

Manufacturer narrative:
Further information was received from the field service engineer. The root cause analysis concluded that the coin battery was worn out from normal system use. There was no device malfunction. This is not a reportable event.

Event description:
The customer reported that the system would not turn on, no boot. There was no patient injury or death reported.